Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) to resolve the issue. The ventilator then passed all testing.

Event description:
It was reported that during set up, a ventilator had an erratic top display. There was no patient involvement.